Event description:
The following allegation has been reported to davol: it is reported that during a breast revision procedure a bard phasix mesh was placed inside the left breast pocket, creating a "cradle" to provide support for the saline implant. During the procedure it was noted that compared to the right, the left breast fold area was inflamed, and antibiotic ointment was applied to the region. Reportedly, since implant the patient reports a bothersome palpability. The patient reports no other symptoms. Upon examination, the physician stated the mesh was felt to have folded at the inferior lateral position, and she also sensed a "knot" at the upper lateral portion of the breast, where the mesh was placed. The physician believes that the mesh was placed appropriately, but has not contoured properly to the patient's breast. The physician states that this will require a revision procedure at some point in time but has not yet been scheduled.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As reported the area of implant was experiencing inflammation when the phasix mesh was placed. Which may have contributed to the issue. No lot number has been provided, therefore, a review of the manufacturing records could not be conducted. This MDR includes all patient, event and device information davol has received to date. As reported the patient will require a revision procedure at some point in time. If/when additional information is obtained, a follow up MDR will be submitted.